Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: a 60amt was used for the first firing to close the rectum. A 45amt was used for the second firing and the anastomosis was done with eea31. Two days following the 6 hour long surgery the pt presented with a fever. By imaging, leakage was found from the first staple line of the rectal stump.

Manufacturer narrative:
(B)(4).